Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile 375cc saline prosthesis, catalog: 3502375, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent primary breast reconstruction with mentor smooth round moderate plus profile 375cc saline prostheses experienced deflation on the right breast prosthesis post procedure, confirmed by a visual examination. As a result, the patient underwent bilateral removal and replacement mentor memorygel breast implant gel prostheses on (B)(6) 2018; undecided yet on what size (either 3504254bc or 3504504bc).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 12/17/2018. It was reported that a 29 year-old asian female patient who underwent primary breast reconstruction with mentor smooth round moderate plus profile 375cc saline prostheses experienced deflation on the right breast prosthesis post procedure, confirmed by a visual examination. Two devices with the same lot number were received by mentor. Device a contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the mentor product analysis lab observed that the device appeared intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at the valve. No other anomalies were found. Device b contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent at the junction of the vulcanization dot. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the valve leak and rent occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation dislodged valve material from a valve puncture or tear. Water soluble crystal-like material (residual nacl from the fill solution) . External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since a leak was found close to the valve on device a and a rent was found on device b. Based on the information provided and the results of the laboratory examination of the device, the mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. A microscopic examination was performed to the edges of the rent located at the vulcanization dot, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. The mentor product analysis lab was not able to determine when the rent occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 11/16/2018. The replacement implants were 450cc mentor memorygel breast implants (3504504bc). There were no procedural complications and the patient was brought to the recovery room in stable condition. (B)(4).